Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited aw (air/water)-cylinder, aw-tube and inside of lg (light guide) lens with foreign objects. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected field: h4 - device manufacturing date. Upon review of the complaint record, it was noted that the device manufacture date was inadvertently marked as 22feb2022 in the initial report instead of 02feb2022. No change in MDR reportability decision.

Event description:
No additional information received from customer.